Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebx1548 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the single lumen PICC was inserted on (B)(6) 2018. The PICC line began to leak in large quantities under the dressing; the leak did not come from the point of puncture. It was stated that the dressing was redone every day and the leaking increased infectious risk for the patient. The PICC line was removed on (B)(6) 2018. A new PICC line will be placed on (B)(6) 2018.